Event description:
Safeline "turn loc" cannula became disconnected from tpn tubing-causing bleeding back from catheter. Nurse informed of incident by pt two days after actual event. Product not available for eval.